Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) showed oversensing due to electromagnetic interference (emi). Programming changes were made to the resolve the issue. The patient was in stable condition.